Event description:
It was reported that during a da vinci sleeve gastrectomy procedure, the endowrist one vessel sealer instrument was not sealing, seemed to be taking a very long time to seal and sometimes not working at all. Site did not have a backup vessel sealer instrument. On (B)(4) 2015, intuitive surgical, inc. Obtained following information from the site: the instrument did work during procedure; however, it was taking very long to seal. There were no error messages. The sealing was approximately 10-20 seconds. There was no tissue effect. The surgeon did attempt to use the cut function after noting that it was not sealing or taking long time to seal. There was no bleeding and no patient injury. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. There were no reports of any fragment(s) falling into the patient.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported due to vessel sealer instrument taking very long time to seal/ not sealing could likely cause or contribute to an adverse event, if the malfunction were to recur.